Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("years of pelvic pain/pelvic area pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastrointestinal disorder (not recovered prior to essure). Concurrent conditions included hypertension, asthma, anxiety and depressive disorder. Concomitant products included docusate, ferrous sulfate and omeprazole (prilosec). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), iron deficiency anaemia ("other: iron deficiency anemia"), hiatus hernia ("hiatal hernia"), nausea ("nausea"), diarrhoea ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the anaemia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, vaginal discharge, iron deficiency anaemia, hiatus hernia, nausea and diarrhoea outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, anaemia, diarrhoea, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, hiatus hernia, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, gastrointestinal or digestive system disease: gerd, ibs, diarrhea, nausea, pain, vaginal discharge, other: iron deficiency anemia, hiatal hernia were added. Outcome of the events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubes are little crooked'), uterine perforation ('tipped uterus little crooked') and pelvic pain ('years of pelvic pain/pelvic area pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, cystoscopy in 2007, gastrointestinal disorder (not recovered prior to essure), gerd, anemia, cholecystectomy, appendectomy, hematuria and drug allergy (penicillin g, morphine, kelfex). Concurrent conditions included hypertension, asthma, anxiety, depressive disorder, cervicitis, post procedural bleeding and barrett's esophagus. Concomitant products included docusate, ferrous sulfate, fexofenadine hydrochloride (allegra), fluoxetine, losartan since 2017, medroxyprogesterone acetate (depo provera), omeprazole (prilosec), omeprazole (prilosec) since 2013 and salbutamol (albutol). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia/during sex it feels like the coils are being ripped from their location") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), iron deficiency anaemia ("other: iron deficiency anemia/anemia") with blood iron decreased, hiatus hernia ("hiatal hernia"), nausea ("nausea/slight nausea"), diarrhoea ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), abdominal pain lower ("cramping"), anxiety ("anxious feeling"), palpitations ("heart racing"), back pain ("back hurt so much from lying down"), incision site pain ("soreness at the incision sites"), ovarian cyst ("ovarian cyst"), complication of device insertion ("while placing the coil the insertion tool broke") and ovulation pain ("get pain during ovulation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, vaginal discharge, iron deficiency anaemia, hiatus hernia, nausea, diarrhoea, anxiety, palpitations, back pain, incision site pain, ovarian cyst, complication of device insertion and ovulation pain outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, complication of device insertion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, hiatus hernia, incision site pain, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, ovulation pain, palpitations, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient told that sometimes during sex she feels like the coils were being ripped from their location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: (B)(6) 2017:surgical pathology: received in formalin a container labeled "cervix, uterus bilateral fallopian tubes" is a uterus, (9 x 5.4 x 3.5 cm .. 100 g) attached right and left fallopian tubes (6 x 0.:5 cm each) have delicate congested fimbria. Toe glistening red-brown endometrium , up to 3, mm thick and unremarkable. The 'myometrium. (1..2-1..8 cm thick) is uniform throughout. The bilateral cornu and ,adjacent proximal tube segments. Have ti.90tly embedded essure coils¿ .. Toe corpus is symmetrical and the serosa is smooth, and glistering. The ectocetvical 'mucosa is unremarkable and the narrow external os is 1.6 cm wide .. The endocervical mucosa, is unremarkable diagnosis cervix, uterus and bilateral fallopian tubes, respectively: adenomyosis of the uterus with proliferative phase endometrium. Chronic cervicitis. Bilateral fallopian tubes without significant diagnostic abnormalities concerning the injuries reported in this case, the following one were reported from social media report: anxiety, incision site pain, back pain, palpitations, ovarian cyst, ovulation pain, fallopian tube perforation, uterine perforation, iron level low. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received: new events added: fallopian tube perforation, uterine perforation, iron level low, ovulation pain, anxious feeling, heart racing, my back hurt so much, I have felt more soreness at the incision sites, ovarian cyst,placing the coil the insertion tool broke. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubes are little crooked, didnt place my coils he still was going to see me,'), uterine perforation ('tipped uterus little crooked') and pelvic pain ('years of pelvic pain/pelvic area pain, causing my pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, cystoscopy in 2007, gastrointestinal disorder (not recovered prior to essure), gerd, anemia, cholecystectomy, appendectomy, hematuria and drug allergy (penicillin g, morphine, kelfex). Concurrent conditions included hypertension, asthma, anxiety, depressive disorder, cervicitis, post procedural bleeding and barrett's esophagus. Concomitant products included docusate, ferrous sulfate, fexofenadine hydrochloride (allegra), fluoxetine, losartan since 2017, medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and omeprazole (prilosec) since 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia/during sex it feels like the coils are being ripped from their location") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), iron deficiency anaemia ("other: iron deficiency anemia/anemia") with blood iron decreased, hiatus hernia ("hiatal hernia"), nausea ("nausea/slight nausea"), diarrhoea ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), abdominal pain lower ("cramping"), anxiety ("anxious feeling"), palpitations ("heart racing"), back pain ("back hurt so much from lying down"), incision site pain ("soreness at the incision sites"), ovarian cyst ("ovarian cyst"), complication of device insertion ("while placing the coil the insertion tool broke"), ovulation pain ("get pain during ovulation"), impaired healing ("just less areas ti heal"), pyrexia ("fever"), scar ("scars"), sinusitis ("sinus infection") and bladder irritation ("bladder irritation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, vaginal discharge, iron deficiency anaemia, hiatus hernia, nausea, diarrhoea, anxiety, palpitations, back pain, incision site pain, ovarian cyst, complication of device insertion, ovulation pain, impaired healing, scar, sinusitis and bladder irritation outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, bladder irritation, complication of device insertion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, hiatus hernia, impaired healing, incision site pain, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, ovulation pain, palpitations, pelvic pain, pyrexia, scar, sinusitis, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient told that sometimes during sex she feels like the coils were being ripped from their location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: received in formalin a container labeled "cervix, uterus bilateral fallopian tubes" is a uterus, (9 x 5.4 x 3.5 cm. 100 g) attached right and left fallopian tubes (6 x 0.:5 cm each) have delicate congested fimbria. Toe glistening red-brown endometrium , up to 3, mm thick and unremarkable. The 'myometrium. (1..2-1..8 cm thick) is uniform throughout. The bilateral cornu and ,adjacent proximal tube segments. Have tightly embedded essure coils¿ .. Toe corpus is symmetrical and the serosa is smooth, and glistering. The ectocervical 'mucosa is unremarkable and the narrow external os is 1.6 cm wide. The endocervical mucosa, is unremarkable. Diagnosis: cervix, uterus and bilateral fallopian tubes, respectively: adenomyosis of the uterus with proliferative phase endometrium. Chronic cervicitis. Bilateral fallopian tubes without significant diagnostic abnormalities. Concerning the injuries reported in this case, the following one were reported from social media report: anxiety, incision site pain, back pain, palpitations, ovarian cyst, ovulation pain, fallopian tube perforation, uterine perforation, iron level low. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: sinusitis, bladder irritation. Most recent follow-up information incorporated above includes: on 17-dec-2019: fu 7 and fu 8 were processed together. Information received via social media: new events - sinusitis, bladder irritation were added. Reporter information added. On 27-dec-2019: fu 7 and fu 8 were processed together. No new significant information was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubes are little crooked, didnt piace my coils he still was going to see me,'), uterine perforation ('tipped uterus little crooked') and pelvic pain ('years of pelvic pain/pelvic area pain, causing my pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, cystoscopy in 2007, gastrointestinal disorder (not recovered prior to essure), gerd, anemia, cholecystectomy, appendectomy, hematuria and drug allergy (penicillin g, morphine, kelfex). Concurrent conditions included hypertension, asthma, anxiety, depressive disorder, cervicitis, post procedural bleeding and barrett's esophagus. Concomitant products included docusate, ferrous sulfate, fexofenadine hydrochloride (allegra), fluoxetine, losartan since 2017, medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and omeprazole (prilosec) since 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia/during sex it feels like the coils are being ripped from their location") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), iron deficiency anaemia ("other: iron deficiency anemia/anemia") with blood iron decreased, hiatus hernia ("hiatal hernia"), nausea ("nausea/slight nausea"), diarrhoea ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), abdominal pain lower ("cramping"), anxiety ("anxious feeling"), palpitations ("heart racing"), back pain ("back hurt so much from lying down"), incision site pain ("soreness at the incision sites"), ovarian cyst ("ovarian cyst"), complication of device insertion ("while placing the coil the insertion tool broke"), ovulation pain ("get pain during ovulation"), impaired healing ("just less areas ti heal"), pyrexia ("fever"), scar ("scars"), sinusitis ("sinus infection") and bladder irritation ("bladder irritation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 7-aug-2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, vaginal discharge, iron deficiency anaemia, hiatus hernia, nausea, diarrhoea, anxiety, palpitations, back pain, incision site pain, ovarian cyst, complication of device insertion, ovulation pain, impaired healing, scar, sinusitis and bladder irritation outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, bladder irritation, complication of device insertion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, hiatus hernia, impaired healing, incision site pain, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, ovulation pain, palpitations, pelvic pain, pyrexia, scar, sinusitis, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient told that sometimes during sex she feels like the coils were being ripped from their location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: received in formalin a container labeled "cervix, uterus bilateral fallopian tubes" is a uterus, (9 x 5.4 x 3.5 cm .. 100 g) attached right and left fallopian tubes (6 x 0.:5 cm each) have delicate congested fimbria. Toe glistening red-brown endometrium , up to 3, mm thick and unremarkable. The 'myometrium. (1..2-1..8 cm thick) is uniform throughout. The bilateral cornu and ,adjacent proximal tube segments. Have ti.90tly embedded e'ssure coils¿ .. Toe corpus is symmetrical and the serosa is smooth, and glistering. The ectocetvical 'mucosa is unremarkable and the narrow external os is 1.6 cm wide .. The endocervical mucosa, is unremarkable diagnosis cervix, uterus and bilateral fallopian tubes, respectively: adenomyosis of the uterus with proliferative phase endometrium. Chronic cervicitis. Bilateral fallopian tubes without significant diagnostic abnormalities. Concerning the injuries reported in this case, the following one were reported from social media report: anxiety, incision site pain, back pain, palpitations, ovarian cyst, ovulation pain, fallopian tube perforation, uterine perforation, iron level low. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: sinusitis, bladder irritation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubes are little crooked, didn't place my coils he still was going to see me,'), uterine perforation ('tipped uterus little crooked'), pelvic pain ('years of pelvic pain/pelvic area pain, causing my pain,') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, cystoscopy in 2007, gastrointestinal disorder (not recovered prior to essure), gerd, anemia, cholecystectomy, appendectomy, hematuria and drug allergy (penicillin g, morphine, kelfex). Concurrent conditions included hypertension, asthma, anxiety, depressive disorder, cervicitis, post procedural bleeding and barrett's esophagus. Concomitant products included docusate, ferrous sulfate, fexofenadine hydrochloride (allegra), fluoxetine, losartan since 2017, medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and omeprazole (prilosec) since 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia/during sex it feels like the coils are being ripped from their location") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), iron deficiency anaemia ("other: iron deficiency anemia/anemia") with blood iron decreased, hiatus hernia ("hiatal hernia"), nausea ("nausea/slight nausea"), diarrhoea ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), abdominal pain lower ("cramping"), anxiety ("anxious feeling"), palpitations ("heart racing"), back pain ("back hurt so much from lying down"), incision site pain ("soreness at the incision sites"), ovarian cyst ("ovarian cyst"), complication of device insertion ("while placing the coil the insertion tool broke"), ovulation pain ("get pain during ovulation"), impaired healing ("just less areas ti heal"), pyrexia ("fever") and scar ("scars"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, vaginal discharge, iron deficiency anaemia, hiatus hernia, nausea, diarrhoea, anxiety, palpitations, back pain, incision site pain, ovarian cyst, complication of device insertion, ovulation pain, impaired healing and scar outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, complication of device insertion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, hiatus hernia, impaired healing, incision site pain, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, ovulation pain, palpitations, pelvic pain, pyrexia, scar, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient told that sometimes during sex she feels like the coils were being ripped from their location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: (B)(6) 2017:surgical pathology: received in formalin a container labeled "cervix, uterus bilateral fallopian tubes" is a uterus, (9 x 5.4 x 3.5 cm .. 100 g) attached right and left fallopian tubes (6 x 0.:5 cm each) have delicate congested fimbria. Toe glistening red-brown endometrium , up to 3, mm thick and unremarkable. The 'myometrium. (1..2-1..8 cm thick) is uniform throughout. The bilateral cornu and ,adjacent proximal tube segments. Have ti.90tly embedded essure coils¿ .. Toe corpus is symmetrical and the serosa is smooth, and glistering. The ectocervical 'mucosa is unremarkable and the narrow external os is 1.6 cm wide .. The endocervical mucosa, is unremarkable diagnosis cervix, uterus and bilateral fallopian tubes, respectively: adenomyosis of the uterus with proliferative phase endometrium. Chronic cervicitis. Bilateral fallopian tubes without significant diagnostic abnormalities concerning the injuries reported in this case, the following one were reported from social media report: anxiety, incision site pain, back pain, palpitations, ovarian cyst, ovulation pain, fallopian tube perforation, uterine perforation, iron level low. Most recent follow-up information incorporated above includes: on 13-sep-2019: social media received: reporter information was added. New events added: just less areas heal, fever, scars. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('tubes are little crooked, didnt piace my coils he still was going to see me,'), uterine perforation ('tipped uterus little crooked') and pelvic pain ('years of pelvic pain/pelvic area pain, causing my pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, cystoscopy in 2007, gastrointestinal disorder (not recovered prior to essure), gerd, anemia, cholecystectomy, appendectomy, hematuria and drug allergy (penicillin g, morphine, kelfex). Concurrent conditions included hypertension, asthma, anxiety, depressive disorder, cervicitis, post procedural bleeding and barrett's esophagus. Concomitant products included docusate, ferrous sulfate, fexofenadine hydrochloride (allegra), fluoxetine, losartan since 2017, medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and omeprazole (prilosec) since 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia/during sex it feels like the coils are being ripped from their location") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), iron deficiency anaemia ("other: iron deficiency anemia/anemia") with blood iron decreased, hiatus hernia ("hiatal hernia"), nausea ("nausea/slight nausea"), diarrhoea ("gastrointestinal or digestive system disease: gerd, ibs, diarrhea"), abdominal pain lower ("cramping"), anxiety ("anxious feeling"), palpitations ("heart racing"), back pain ("back hurt so much from lying down"), incision site pain ("soreness at the incision sites"), ovarian cyst ("ovarian cyst"), complication of device insertion ("while placing the coil the insertion tool broke"), ovulation pain ("get pain during ovulation"), impaired healing ("just less areas ti heal"), pyrexia ("fever"), scar ("scars"), sinusitis ("sinus infection") and bladder irritation ("bladder irritation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, irritable bowel syndrome, vaginal discharge, iron deficiency anaemia, hiatus hernia, nausea, diarrhoea, anxiety, palpitations, back pain, incision site pain, ovarian cyst, complication of device insertion, ovulation pain, impaired healing, scar, sinusitis and bladder irritation outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, bladder irritation, complication of device insertion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, hiatus hernia, impaired healing, incision site pain, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, ovulation pain, palpitations, pelvic pain, pyrexia, scar, sinusitis, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient told that sometimes during sex she feels like the coils were being ripped from their location. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: received in formalin a container labeled "cervix, uterus bilateral fallopian tubes" is a uterus, (9 x 5.4 x 3.5 cm .. 100 g) attached right and left fallopian tubes (6 x 0.:5 cm each) have delicate congested fimbria. Toe glistening red-brown endometrium , up to 3, mm thick and unremarkable. The 'myometrium. (1..2-1..8 cm thick) is uniform throughout. The bilateral cornu and ,adjacent proximal tube segments. Have ti.90tly embedded e'ssure coils¿ .. Toe corpus is symmetrical and the serosa is smooth, and glistering. The ectocetvical 'mucosa is unremarkable and the narrow external os is 1.6 cm wide .. The endocervical mucosa, is unremarkable diagnosis cervix, uterus and bilateral fallopian tubes, respectively: adenomyosis of the uterus with proliferative phase endometrium. Chronic cervicitis. Bilateral fallopian tubes without significant diagnostic abnormalities. Concerning the injuries reported in this case, the following one were reported from social media report: anxiety, incision site pain, back pain, palpitations, ovarian cyst, ovulation pain, fallopian tube perforation, uterine perforation, iron level low. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: sinusitis, bladder irritation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("years of pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia") and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anaemia and dyspareunia outcome was unknown. The reporter considered anaemia, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.